Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise to out of range shock impedance measurements. Technical services (ts) recommended bringing the patient in and reprogramming the device and continued monitoring. This rv lead remains in service and no adverse patient effects were reported.